Event description:
It was reported that during a hammer toe fusion as the surgeon was driving the screw into the pt prior to entering the pt, the screw head snapped off the body of the screw. The head of the screw was retrieved. It was reported no broken pieces were left in the wound. The surgeon decided not to implant another screw. K-wires were used to complete the surgery.

Manufacturer narrative:
To date, the device involved in the reported incident is not expected to be received for eval. An investigation has been initiated based upon the reported info.